Event description:
It was reported that a malfunction occurred on the pump, which caused the customer's blood glucose level to reach 450 mg/dl, exceeding 500 mg/dl initially. The customer took no action to address the high blood glucose level and did not require assistance from a third party. Reportedly, the malfunction alarm was cleared and insulin delivery resumed.